Manufacturer narrative:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto 3 system. It was reported that when planned pacing through the ref/deca port to a non biosense webster coronary sinus catheter which was connected to the blue pin pox, the pacing capture was occurring at the ventricle rather than the atrium. Exchanging the catheter did not resolve the issue. The pin box was moved to the 20a port and the issue was resolved. There were no patient consequences. The customer declined service due to lack of contract. The device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a carto 3 system. It was reported that when planned pacing through the ref/deca port to a non biosense webster coronary sinus catheter which was connected to the blue pin pox, the pacing capture was occurring at the ventricle rather than the atrium. Exchanging the catheter did not resolve the issue. The pin box was moved to the 20a port and the issue was resolved. There were no patient consequences. This pacing issue was assessed as a reportable malfunction as there is a risk to disorganization of the electrical signal that could mislead the physician.